Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The device was returned without the over-sheath. Microscope examination was performed, and it was noted that there were no failures were found on the device. Dimensional evaluation was performed, and it was observed that the bushing outside diameter was within specification. A dimensional evaluation was also performed between the hooks of the bushing, and it was observed to be within specification. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. A visual assessment identified that the over sheath was not returned and was removed off of the device, as mentioned in the instructions for use. The IFU states "once the resolution clip can be observed exiting the tip of the endoscope under direct visualization, remove the stopper located between the over-sheath grip and the handle as shown in figure 1. To fully expose the resolution clip jaws, hold the over-sheath grip and push the handle distally until handle rests against the over-sheath grip, as shown in figure 2." A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2021. During the procedure, the clip was able to grasp and lock onto tissue, but was impossible to release from the catheter to deploy. The over-sheath was pulled, and the handle was re-opened and re-closed and all of the stages of deployment were felt, but the clip would still not release. The procedure was successfully completed with another resolution clip device. Additionally, it was also noted that there was an attempt to completely removed the over-sheath, which is not indicated in the instructions for use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but was impossible to release from the catheter to deploy. The over-sheath was pulled, and the handle was re-opened and re-closed and all of the stages of deployment were felt, but the clip would still not release. The procedure was successfully completed with another resolution clip device. Additionally, it was also noted that there was an attempt to completely remove the over-sheath, which is not indicated in the instructions for use. There were no patient complications reported as a result of this event.